Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter was received. The guide wire adaptor was observed to be deformed. The test guide wire went through the catheter without any resistance. The aspiration test was performed, and nominal aspiration level was achieved. A deformation can have various reasons. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the catheter was placed on the field, but upon inspection, the end of the device was found to be bent, preventing insertion of the wire. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (mcw;dqx) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the catheter was placed on the field, but upon inspection, the end of the device was found to be bent, preventing insertion of the wire. The procedure was completed using another device. There was no reported patient contact.